Event description:
It was reported that loss of capture was noted on the right ventricle (rv) leadless pacemaker (lp) resulting in arrhythmia. The rv lp was reprogrammed to resolve the event. The patient was in stable condition.